Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the device was returnd for analysis. Unit returned with its original pouch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device returned inside its hoop, within its pouch which is opened. It doesn't present any failure. The pouch is fully opened on its top side, partially open on its right and left sides, presenting on this side its back paper cover partially ripped off. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that the device was contaminated. A 300cm, 8cm poly tip v-18¿ control wire¿ was selected for use. However, the packaging did not open/tear properly which led to the contamination of the wire. The device did not enter the patient's body and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was contaminated. A 300cm, 8cm poly tip v-18 control wire was selected for use. However, the packaging did not open/tear properly which led to the contamination of the wire. The device did not enter the patient's body and the procedure was completed with another of the same device. No patient complications were reported.